Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt's device had been explanted due to infection. The infection was present at both the pulse generator/pocket and bipolar lead/cervical areas. It was reported that the infection was treated with antibiotics and I&d five months prior to explant. Both the pulse generator and lead were explanted and antibiotics were again prescribed at that time. The pt was not reimplanted. The infection has reportedly resolved. The pt's seizures are reportedly worsening without the vns therapy.